Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s ilet pump failed to pair with a newly started dexcom g7 continuous glucose monitor (cgm) sensor, despite the pump successfully pairing with the user¿s phone, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components; the user was guided to re-enter the pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem between the pump and the cgm sensor consistent with an intermittent communication failure localized to the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.